Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator (ICD) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient's right ventricular lead exhibited high defibrillation impedance. No interventions were performed. The patient's condition was unknown.